Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly. Device received with cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure continuously. The patient¿s blood glucose level was unknown at the time of the incident. The device is not expected to be returned for analysis.